Manufacturer narrative:
An unused cartridge (cav. 173) was returned in the cartridge pouch for lot 15899690. The lens was returned positioned incorrectly in the lens case. The optic was crushed on a post of the lens case. Viscoelastic was observed on the lens. One haptic was broken-gusset area, not returned. The lens was cleaned with klrp. A stutter scratch was observed on the posterior surface of the optic. Other narrow scratches were observed near the edge. These may have been caused by an instrument used to grasp the lens. Product history records were reviewed and documentation indicated the product met release criteria. The used cartridge returned for this complaint was observed to be molded using the cavity 173 mold tooling at the vendor. Upon evaluation of the sample, the cartridge was observed to have missing coating inside the lumen of the cartridge, which can result in lens damage during delivery. The missing coating was caused by a mold attribute inside the lumen. This mold attribute was discovered during an internal review, and all product manufactured with cavity 173 company iii d cartridges were placed on hold as part of that investigation. However, a cavity mix occurred at the supplier, resulting in cavity 173 cartridges being inadvertently released within a cavity 175 batch. The root cause for the mold attribute on the lumen of the cartridge was an anomaly on the mold tool core pin used to manufacture the cartridge that transferred to the plastic during the molding process. The root cause of the cavity mix was determined to be inadequate line clearance / process controls at the molding vendor packaging operation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure, lens optic broken or cracked or split or torn, scratch or mark on optic by the cartridge was observed. Subsequently, it was removed during initial procedure and completed with new iol. No information related to patient impact was reported.